Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified the helix spring was broken causing a slight bent and a crack on the pebax with internal parts exposed. It was initially reported by the customer that alert code 106 occurred after catheter plugged into carto and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 20-mar-2026, the bwi pal revealed that a visual inspection of the returned device found the helix spring was broken causing a slight bent and a crack on the pebax with internal parts exposed. These findings were reviewed and assessed the issue of a ¿crack¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and screening test of the returned device following j&j medtech procedures. Visual analysis of the returned sample revealed that the helix spring was broken causing a slight bent and a crack on the pebax with internal parts exposed. The returned sample was connected to carto 3 system, but current leakage and error 7 were detected. Per this condition, it was not possible to perform the screening test; then error 106 was displayed on screen due to an open circuit at the tip area. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. Additionally, a flow pump and pressure gauge tests were performed, and the catheter irrigation was working correctly and within specifications. No leak of water was observed during the test. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The error 106 reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the current leakage, the pebax damage and the bent on it, could be related to the helix broken and the manipulation of the device during the procedure; however, this cannot be conclusively determined. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being performed to address process opportunities related to adhesive issues. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under 510(k)/PMA # p030031/s053. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the issue irrigation port occlusion identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the slight bent on the pebax. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the error 106 and the open circuit identified during investigation. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the insufficient adhesive on the wires. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).